Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor. The proximal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was observed to have blood ingression. The analyst noted the full lead was returned with a 14-75 gray stylet in the lead. There is blood in the outer insulation at distal end of the lead, this is normal for this model of lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.